Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "proximal pressure is not measured and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "proximal pressure is not measured and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. The remote service engineer (rse) and customer performed a troubleshoot together. The error was confirmed in the event log. The rse informed the customer of the manufacturer recommendations for repair. The customer then requested the part number of the solenoids for replacement. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 04jun2025, the customer replaced the gas delivery system (gds) to resolve the reported issue. The customer replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.